Event description:
The event is reported as: when trying to clip the vessel the distal end of the clip breaks the vessel. The clips were used in a microsurgical repair: revascularization of flap. It is also reported that the device was used and the issue solved due to the ability and experience of the surgeon. No patient injury reported.

Manufacturer narrative:
Evaluation: method, device history record (DHR) review. Complaint history review. Results, DHR review for the reported lot number showed no similar issues during the manufacturing or package process. Conclusions: no evaluation will be performed. Other: root cause unknown. Method of use related - damage during use.